Event description:
A female pt was implanted on (B)(6) 2012 with a nail, helical blade and screw. Reportedly the surgeon did not ream the canal prior to nail placement. Pt experienced a blood clot and expired on (B)(6) 2012. This report is #2 of 3 for the same event.

Event description:
Surgeon reported case was hand insertion therefore reaming was not required. Surgeon reports the anesthesiologist fell asleep during the procedure. On (B)(6) 2012 an ultrasound showed no clots in the operative leg. Patient had a small clot in her opposite leg and an echocardiogram on (B)(6) 2012 revealed blood clots in the patients heart. Patient expired 4 days after implant due to coronary.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record show this lot of 11mm ti helical blades was processed through the normal mfg and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
This device is used for treatment, not diagnosis.